Event description:
It was reported that a non-dehp i.v. Catheter extension set leaked towards the distal end (luer lock and tubing junction). The set was running with a dextrose maintenance fluid. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional clear passage test was performed with no issues noted. However, a functional pressure test was performed which revealed a leak between female luer and the tubing. Further inspection revealed a tear on the tubing inserted into the female luer. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.